Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was not able to duplicate the reported issue (vent inop alarm). All testing¿s was performed by using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed 114 hours extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Furthermore internal and external inspections were done on the lap top ventilator and no anomalies were revealed. Bench test was also done under oscilloscope and no anomalies were revealed with internal power supplies. As precaution power board was replaced. Report of event trace did showed a reset cycle (¿ln vent1¿) on (B)(6) 2016 and on (B)(6) 2016, which are different dates than the reported event date of the incident. All other event trace entries were consistent with the normal ventilator operation and no failure was detected.

Event description:
The customer reported complaint on lap top ventilator inoperable (vent-inop) alarm at the time when it was connected to the generator results in reported ventilator shut off due to power outage. Customer tried resolving issue by resetting to turn back on while reported ventilator was constantly alarming but failed to resolve the reported issue. Reported issue was found while the portable ventilator (plugged in to the generator) was being used on the patient. There was no harm to any patient or clinician nor any report of allegations of the ventilator associated to the reported event.